Event description:
This report is for use error- patient reused supplies. The customer contacted baxter's technical service center to report an issue of check heater line which occurred on home choice (hc) during use during fill. The home patient (hp) stated that the hc displayed the alarm during fill. The hp turned off the hc and placed the cassette into the hc however did not change out the solution bag. The baxter technical representative (tsr) informed the hp when starting over with all new supplies, both the solution bag and the cassette need to be changed out. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error patient reusing supplies was confirmed. As per complaint, the patient changed out the cassette only and reused the solution bags when troubleshooting an alarm. The cause for the use error was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.